Manufacturer narrative:
No product returned: asae/ major bleed: access site bleeding noted. The cause of the access site adverse event was not determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient underwent an impella cardiac support device insertion via the left femoral artery using a micro-puncture technique. During the procedure, the patient experienced an access site adverse event involving major bleeding that required hemostasis. No additional procedural or clinical information regarding the bleeding event was provided. The device was removed later the same day, and the patient survived the procedure. The device was discarded, and no product return is expected for evaluation. The reported patient outcome was device removed, while the overall procedure outcome remained unknown.